Manufacturer narrative:
Other, other text: additional information: a1, h6, h10: information was received on 5-feb-2021 indicating that the event did not occur while in use with a patient.

Manufacturer narrative:
One medfusion pump was received with no notice of external damage. The event history log was unable to be downloaded since the pump would error out half way through. The pump had a blue token supercap. Start-up and multiple flow and occlusion tests were conducted. The reported issue was unable to be duplicated. The main board will be replaced.

Event description:
Information was received indicating that a smiths medical medfusion pump had a backup audible alarm. There was no reported adverse event.